Event description:
It was reported that the device tripped off the wall alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Correction: section d of was not populated in the initial report. The information for this section, along with information from the other sections, is now included in this report. The device was also evaluated. The evaluation results are shown below. Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure, block assembly, and front cover. The tank cover was also cracked. The unit was equipped with an old style pcb and power switch. Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (the wall alarm being tripped) was confirmed during testing. The product problem occurred because of the outdated/old style pcb. This was confirmed after the device had passed the safety and electrical tests when a verified good pcb was installed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the device tripped off the wall alarm. No patient injury or complications were reported in relation to this event.